Event description:
It was reported the battery door hadn't remain closed. The biomed repaired the battery door. It was also reported the lcd (liquid crystal display) had smudges. The biomed complained that the ring and plastic piece to hold it in place couldn't be ordered due to the parts being out of stock. The device is being returned for calibration and service. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.